Manufacturer narrative:
Device details unavailable at the time of this report, this report is filed on october 31, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
The patient underwent revision surgery on (B)(6) 2016 to remove excess skin at abutment site and to remove an internal magnet.